Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that pump beeping air in line, no air noted. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were bubbles in the line. There was no report of patient impact. The following information was provided by the initial reporter: this started, pump beeping air in line, no air noted, however used alcohol wipe to clean inside of channel and the tubing, did not work. Changed out channel, did not work. Changed out brain, did not work. Finally changed tubing and worked without issues.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were bubbles in the line. There was no report of patient impact. The following information was provided by the initial reporter: this started, pump beeping air in line, no air noted, however used alcohol wipe to clean inside of channel and the tubing, did not work. Changed out channel, did not work. Changed out brain, did not work. Finally changed tubing and worked without issues.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.